Event description:
Reporter noted an 'obstruction flow, check handpiece' error message after hydrodissection and prior to phaco. They re-primed several times, changed the handpiece and cassette, and still couldn't correct the error message. Called for tech support, but could not resolve by phone. Facility did not have back-up unit. Surgeon was able to complete case eventually with no complications.